Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that broken, tip fractured during use, fragment entered patient. It was confirmed that the surgeon was able to remove the fragment and able to complete the procedure and there was no patient injury. No negative impact in state of health reported.